Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. Oversensing was also noted with pacing was inhibited that resulted in asystole for more than two seconds. Low out of range pacing impedance measurements were observed. The patient is pacer dependent. An invasive procedure was performed. Insulation damage was found on the lead. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.